Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-609b-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits moderate devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Joules used: 50,000. The fiber tip (cap) was cleaned during the procedure.

Manufacturer narrative:
(B)(4) forward firing of the side firing surgical fiber.

Event description:
It was reported that while utilizing the first fiber "started firing out of the tip instead of the side" was observed. The fiber was exchanged and the procedure was completed utilizing the second fiber. Patient outcome: "no injury" was reported.